Manufacturer narrative:
The investigation was completed on 02-feb-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31731940l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with octaray mapping catheter. During mapping, the octaray mapping catheter spline became caught on a mechanical valve. Timing was during post mapping. The octaray mapping catheter was removed using a snare. Progress was reported as the spline was removed intact without fracturing; therefore, there was no impact onto the patient. No prolongation of hospitalization. The physician was aware that use on a mechanical valve is contraindicated and had been manipulating the catheter cautiously, but it nonetheless became caught. There were no abnormalities observed prior nor during use of the product. There was no patient consequence reported. Additional information was received which indicated that the octaray mapping catheter was removed intact without detaching the splines.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).